Event description:
I use a medtronic minimed 780g insulin pump in 2021 whose warranty was to expire on april 29, 2025. Several months prior to the warranty's end, I began to receive repeated calls from the medtronic sales representative to buy their new pump which was very similar to my old pump without any major improvements. My pump was functioning just fine, when they remotely inactivated it on (B)(6) 2025 claiming it to be an insulin pump malfunction. My pump was not on me at the time as I was in the shower & the error message began to flash when I was rewinding it. I have previously informed about an actual medtronic pump malfunction that I experienced 10 yrs ago when my pump injected almost 300 units of insulin at once when I needed emergency medical attention for severe hypoglycemia. Since then, I have taken several steps to prevent such a recurrence & I am acutely aware should it begin to infuse excess insulin & also always carry insulin injections, blood sugar test strips, glucagon etc as back up because of my past experiences. However, on (B)(6) 2025 when my insulin pump malfunction error flashed (the error message on the insulin pump has since changed as is in the photo included below) no excess insulin was given with the pump not even attached & being rewinded. I believe that medtronic remotely inactivated my insulin pump so that I am forced to purchase their new insulin pump which they are now selling for $10,000 of which $4200 will be paid by me with the rest by my insurance (B)(6) (who have also been made aware of my concerns). Sudden inactivation of an insulin pump poses serious risks to the patient who has to immediately go to back up insulin injections, blood sugar testing etc. At a moment's notice, which for an average patient with limited resources &/or abilities creates a serious impairment & can cause fatalities.